Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/malposition of essure device location of device: push to uterus/ migration of essure device location of device: endometrial wall/ perforation (other) please describe and state the location of the perforation: endometrial wall/mal'), embedded device ('malposition of essure device location of device: push to uterus/ migration of essure device location of device: endometrial wall') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, triple negative breast cancer, breast cancer, mastectomy, termination of pregnancy and c-section. Concomitant products included escitalopram, oxycodone and oxycodone hydrochloride (oxycontin). In 2004, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia): vaginal bleeding/abnormal bleeding ( vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( vaginal, menorrhagia): menorrhagia/abnormal bleeding ( vaginal, menorrhagia)"), migraine ("headaches/ migraine: migraine/migraine/headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient was found to have weight increased ("weight gain/ weight gain: weight gain") and experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems changes: bladder disorder"), urinary tract disorder ("bladder or urinary problems changes: urinary tract disorder") and urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In 2017, the patient experienced bacterial infection ("repeated bacterial infections/infection describe: repeated bacterial infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), infection ("infection (bladder/ urinary tract/ vaginal) type: unknown"), headache ("headaches/ migraine: headaches"), abdominal discomfort ("abdominal discomfort"), abdominal pain ("abdominal cramp") and anxiety ("psychological or psychiatric condition: anxiety"). The patient was treated with vitamin d nos (vitamin d) and surgery (surgery (other) type of surgery: hysterectomy and supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, bacterial infection, depression, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, infection, migraine, dysmenorrhoea, urinary tract infection and anxiety outcome was unknown and the dyspareunia, headache, abdominal discomfort and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus), apareunia (inability to have sexual intercourse), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Events per pfs: dysmenorrhea, anxiety and uti were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/malposition of essure device location of device: push to uterus/ migration of essure device location of device: endometrial wall/ perforation (other) please describe and state the location of the perforation: endometrial wall'), embedded device ('malposition of essure device location of device: push to uterus/ migration of essure device location of device: endometrial wall') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain and triple negative breast cancer. Concomitant products included escitalopram, oxycodone and oxycodone hydrochloride (oxycontin). In 2004, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), bacterial infection ("repeated bacterial infections"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia): vaginal bleeding"), menorrhagia ("abnormal bleeding ( vaginal, menorrhagia): menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems changes: bladder disorder"), urinary tract disorder ("bladder or urinary problems changes: urinary tract disorder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), infection ("infection (bladder/ urinary tract/ vaginal) type: unknown"), migraine ("headaches/ migraine: migraine"), headache ("headaches/ migraine: headaches"), abdominal discomfort ("abdominal discomfort") and abdominal pain ("abdominal cramp") and was found to have weight increased ("weight gain/ weight gain: weight gain"). The patient was treated with surgery (surgery (other) type of surgery: hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, bacterial infection, depression, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, infection and migraine outcome was unknown and the dyspareunia, headache, abdominal discomfort and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal pain, bacterial infection, bladder disorder, depression, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus), apareunia (inability to have sexual intercourse), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received: new events perforation (uterus)/malposition of essure device location of device: push to uterus/ migration of essure device location of device: endometrial wall/ perforation (other) please describe and state the location of the perforation: endometrial wall, repeated bacterial infections, psychological or psychiatric problems condition: depression, weight gain/ weight gain: weight gain, vaginal discharge, abnormal bleeding (general), abnormal bleeding ( vaginal, menorrhagia): vaginal bleeding, abnormal bleeding ( vaginal, menorrhagia): menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems changes: bladder disorder, bladder or urinary problems changes: urinary tract disorder, dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/ vaginal) type: unknown, headaches/ migraine: migraine, abdominal discomfort were added. New symptom pain: pelvic cramps/pelvic pain was added. Reporter information added. Patient details updated. Product details updated. Medical history updated. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.